Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had shown high out of range shock impedance measurements. Technical services (ts) recommended evaluation options. This rv lead remains in service. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.